Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of premature detachment was unknown. Catheter resistance occurred in the middle s ection. The coil came out of the introducer sheath smoothly. There was no kink/damage observed to the coil or pushwire after removal. There were no detachment attempts made.

Event description:
Medtronic received a report that the axium coil encountered resistance in the catheter and was found prematurely detached. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm in the anterior communicating artery with a max diameter of 7.2 mm and a 3.5 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was severe. It was reported that the operator finds difficulty in navigating the axium coil within the catheter. The coil was not going easy and the doctor was finding resistance doing so. The coil was removed, the catheter was flushed and attempted taking coil again in catheter. The doctor was finding difficulty again and after one point, the coil was not moving neither by pushing nor by pulling. The doctor had withdrawn the pusher wire and coil was in catheter. The catheter was removed and competition coils were used. It was reported premature detachment occurred. The coil was removed from the patient. There was no surgical or medicinal intervention required. The pushwire was not bent or broken. There was friction or difficulty during delivery. The physician did not reposition the coil. The physician did not rotate the delivery pusher during the procedure. The continuous flush was administered during the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a fubuki sheath, neuron 5f guide catheter, headway 17 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.